Manufacturer narrative:
To date, the customer have not returned the device for evaluation. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported the video system center exhibited error e315 (unsupported scope). The issue occurred during the preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected field: g2 (company representative should be removed). Additional information added to field h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Since the subject device was not returned to legal manufacture, the reported event cannot be confirmed neither the condition of the device. Based on the results of the investigation no root cause, neither the cause of occurrence could be determined. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.